Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead was capped due to low high voltage lead impedance. The lead had no other electrical abnormalities, and everything else was stable. The patient was doing fine.